Event description:
Narrative: user facility reported during a left heart catheterization, approx 6cc of air was injected into a pt. The pt experienced cardiac arrest. Cardio-pulmonary resuscitation (CPR) was performed and the pt was ventilated. The pt was stabilized and the procedure was completed. The pt subsequently recovered. The technician involved in the case stated she was unsure if she had completely purged the air from the tubing distal to the injector's air column detect sensor. When the physician performed a puff injection to confirm placement, air was injected into the pt. (B)(4).

Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, was returned to acist on (B)(4) 2011 for testing. The injection system was functionally tested and met the pre-established specifications. There is no evidence of device malfunction based on the data from the analysis of the injector. The disposable kits used during the event were discarded by the user facility; therefore, no analysis could be made of those items. Acist's medical advisory board members reviewed the info and a copy of the cine-angiogram provided by the hospital of the event. The first run of the cine-angiogram shows diffuse slow flow in the left coronary tree consistent with a large air injection into the coronaries shortly before the angio was recorded. The next image shows normal coronary flow. Subsequently left coronary injections are unremarkable. Next are images of right coronary artery with a tight proximal lesion that is treated with percutaneous transluminal coronary angioplasty (ptca) and stent with good result. The final image is of left ventriculogram with well-preserved lv function (lower limit of normal). The etiology of the air cannot be determined from the images. Air is seen on the first image, so inadequate clearing of air from the catheter is a likely cause. It does not appear from the cine-angiogram of the lv gram that the pt suffered significant lv injury. There is no evidence of device malfunction based on the results of the injector testing. Based on the info provided by the user facility and review of the cine-angiogram, the most likely source of air is incomplete purging of air from the tubing during set-up. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. This report is closed.